Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it was no longer functioning as intended. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the patient.